Manufacturer narrative:
Continuation of d10: product ID tm90p01 lot# serial# (B)(6) implanted: explanted: product type accessory product ID tm90p01 lot# serial# (B)(6) implanted: explanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was caller reported that the patient needs an MRI and that they went to the patient's urologist and they were told that they might need to change the lead. Caller then stated that the patient's therapy hasn't been working for a long time even after the ins was replaced and that they already tried turning up the stimulation way higher, but the therapy still didn't work. Caller's main concern was regarding MRI compatibility and MRI eligibility and patient was not present during the call for an adjustment to be attempted. Redirected to hcp to further address the issue. Agent reviewed MRI compatibility and sent an email to the caller including the MRI mode instructions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that due to the patient's symptoms of peeing like crazy they were trying to use the equipment to make an adjustment, but it was not connecting, it told them the device was not responding and to reposition/retry. They said they had been successful in the past, just after implant to connect and make adjustments a couple of times. They stated the patient had not had any falls or traumas, they did have pain injections a couple of weeks prior but it was working then and the pain management doctor knew they had the stimulator. The issue was not resolved through troubleshooting. They were redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that the cause of the inability to communicate was determined to be 'device settings low'. The issue was resolved by seeing the doctor. Additional information was received from a patient (pt) regarding an external device. It was reported that the communicator is not connecting to the ins. Agent did not ask about the circumstances that led to the reported issue. Reviewed repositioning communicator and palpating skin to feel ins. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received on 2021-09-22 indicating that they received the replacement communicator, yesterday, but it is not communicating with the device either. They received it yesterday the light was orange so plugged it in to charge it for a couple of hours. During the call, caller powered up the communicator and it started blinking blue. Caller plugged it into ac power and the light was orange. Reviewed communicator recharging information and recommended leaving the communicator plugged in longer to ensure it is fully charged, recommended trying again and if they need further assistance to call pats back. Caller will leave the communicator plugged in longer to ensure it is fully charged, try again to use it and if they need further assistance they will call pats back. No further complications were reported at this time. Additional information was received from the patient. It was reported that the patient called back after charging communicator. Caller was not able to communicate w/ the ins recommended patient follow up w/ hcp to have device checked. No further complications were reported at this time.